Manufacturer narrative:
H3 other text : the device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a user that was alleging he is seeing fibers/debris in his water chamber after using his rep dreamstation auto CPAP device. The user states he cleans his device on a regular basis and changes his water daily. The patient had called in stating he is seeing gray particles in his water chamber in the morning after using his device. There was no report of patient harm or injury. There was no report of medical intervention. Attempts have been made requesting the return of the device for evaluation. To date, no device has been returned to the manufacturer. If any additional information is received, a follow-up report will be filed.